Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia while using the ilet device. The lowest recorded blood glucose (bg) was 47 mg/dl. The event was corrected with carbohydrate intake. The device provided a low bg alert. No medical intervention was required. The user subsequently initiated a return of the ilet device and associated supplies.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.